Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump experienced repeated firmware update failures, including a stalled update and multiple ¿system update failed¿ alerts, despite reboots, charging, proximity to the modem, and use of a tcl android phone with home internet; the user switched to multiple daily injections and kept the ilet for blood glucose reading. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included interviews and analysis of information provided by the user. At the time of this report, the device investigation has not been performed. Once the physical evaluation is completed, a supplemental report will be submitted.